Event description:
International affiliate reports the patient's surgeon inquired about the make up of the titanium alloy used in depuy spine's frontier spinal system that was implanted in the patient in (B)(6) of 2004. Reports the patient has recently been seeing a dermatologist who's suggested that patient may have a nickel allergy. Patient's family asked the surgeon whether the implants contain any nickel.

Manufacturer narrative:
No conclusions can be made at this time. Frontier system titanium implants are manufactured from titanium ti-6al-4v per astm f1472. This alloy does not contain nickel. However, metal sensitivity is a known outcome that can occur in some people. The instructions-for-use (IFU) supplied with the implants identify metal sensitivity and allergic reaction to a foreign body as possible adverse effects.